Event description:
The hospital reported that during the endoscopic vein harvesting procedure, 1 dissection tip was cloudy. A second device was opened, but had the same problem. The procedure was completed with the same (2nd) device. Although, after the procedure was completed, the pa commented that bleeding was noticed and the main vein had been perforated. The pa had corrected the issues by just cauterizing to stop any bleeding. The pa reported that the cause of the bleeding and perforation was unk as he was unsure if the product caused it or if it was procedural related/ inadvertent use. The hospital did not report any patient complications.

Manufacturer narrative:
After the procedure, the hospital discarded the product. Since the product was not returned to guidant cardiac surgery for evaluation it will be difficult to confirm the reported problem.